Event description:
Customer reportedly received a result of "lo" (<10 mg/dl) and a result "in the 100's mg/dl" within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.